Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported all contacts on the cervical lead has high impedances with the exception of one. Reprogramming was unable to resolve the issue. A CT myelogram may be the next course of action to determine if the epidural space is sufficient to place a lead antegrade.